Manufacturer narrative:
In response to FDA report number: mw5145445. Cont. H.6: f2203 and f2201. The events of "seroma and lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected (markers not reported), seroma, and rupture.

Event description:
Healthcare professional reported via regulatory agency right side "possible right rupture... Right breast cavity with extensive gelatinous material and serous fluid...tissue and capsule that was removed was sent to pathology. Fluid sent for cytology for cd30. Final pathology showed consistent with anaplastic large cell lymphoma on right breast. " device has been explanted but not replaced.. Histopathological markers cd30+ and alk- have not been received. Treatment: device explant, partial capsulectomy.